Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 333 mg/dl and an insulin injection was administered to address bg. Pump system check with tandem technical support found an air gap in the tubing. Customer primed the air out of the tubing. No other issues were identified.